Event description:
It was reported that after a da vinci-assisted surgical procedure, it was noted that the medium-large clip applier instrument wire at the tip of the applier is coming out. There was no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.